Event description:
It was reported that patient passed away on (B)(6) 2023. The patient's spouse stated that they came home and walked in to find the patient on the floor and the alarm going off. They were unsure what the alarm was as they turned away and had someone else figure out how to turn it off. The customer states that no further information will be available. It was later reported that log files captured an abrupt decrease in flow starting (B)(6) 2023 at 05:51 with flow noted at 2.4 to 2.5 lpm from a baseline of around 5 lpm. The flow was hovering around the 2.4 lpm mark for several seconds then dropped to zero with constant low flow alarms and drop in motor power as well. It seemed the driveline was disconnected (B)(6) 2023 at 13:33. Beginning at 13:13:21 on (B)(6) 2023, no external power, low power hazard, and power cable disconnect alarms were observed in the log file. These events occurred while the controller was connected to a mobile power unit and appear to be related to a loss of ac power. The abnormal alarms briefly resolved at 13:13:24, but reactivated at 13:13:32 and persisted throughout the remainder of the data. It appeared that the controller on this event ((B)(6)) was recently put into patient use. The periodic log file did not yet contain a full amount of data, and the earliest recorded information occurred on 30aug2023. The periodic log file could not capture the exact date or time that the driveline was connected, as it only records data at designated intervals. Related pump MFR# 2916596-2023-06908. Related controller ((B)(6)) MFR# 2916596-2023-06909. Related controller MFR# 2916596-2024-00029.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm was confirmed via evaluation of the submitted event log file. The log file contained approximately 2 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp). Beginning at 13:13:21 on (B)(6) 2023, the voltage values of both cables began to decrease simultaneously, activating low power hazard and power cable disconnect alarms. The abnormal alarms briefly resolved at 13:13:24, when the voltages of both cables returned to typical values. Shortly later at 13:13:32, the rsoc and voltages simultaneously decreased again. These values reached ~0v at 13:13:36, activating a no external power alarm. This alarm persisted throughout the remainder of the data. These atypical events occurred while the controller was connected to a mobile power unit and appear to be related to a loss of ac power. The controller¿s backup battery activated as intended during the loss of power, and the pump was able to maintain a speed above the low-speed limit while the driveline was connected. The driveline was disconnected at 13:33:47, and the controller was shut down a few minutes later at 13:37:51. The mpu (serial number: unknown) was not returned for analysis. The root cause of the observed alarms was determined to be a loss of ac power to the mpu; however, the reason for the power loss could not be conclusively determined through this investigation. The device history records for the mobile power unit could not be reviewed, as its serial number was not provided. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.